Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one titanium low-profile implantable port attached to a groshong catheter was returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. Product packaging and label were not returned. A split was noted approximately 4.4mm from the distal end of the cath-lock. A complete circumferential break was noted approximately 5.2mm from the distal end of the cath-lock and was elliptical in shape. The distal catheter segment was not returned. The edges of the complete circumferential break on the distal end of the attached catheter were noted to be uneven. The surface was noted to be granular with residue throughout. Upon infusion, a leak from the complete circumferential break was observed as water exited the break. Aspiration was attempted and was unsuccessful as only air returned to the in-house syringe attached. Therefore, the investigation is confirmed for the reported fracture and identified wear and deformation issues. Although a definitive root cause could not be determined, flexural fatigue (repeated/cyclic kinking of the catheter which can cause gradual tearing in the catheter) could have potentially caused or contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately two years and seven months post a port placement, the port was allegedly found to be ruptured upon removal under x-ray examination. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately two years and seven months post a port placement, the port was allegedly found to be ruptured upon removal under x-ray examination. There was no reported patient injury.